Manufacturer narrative:
(B)(4): vessel occlusion. Event evaluation: still under investigation.

Event description:
A female patient underwent aaa repair on (B)(6) 2010. Prior to placing the zenith flex aaa endovascular graft bifurcated main body; the dilator was noticed to be bent. It was large enough of a bend that the staff tried to correct the bend. They had no other main body to use so the zenith flex aaa endovascular graft bifurcated main body was used for implant. During final run, it was noticed that the right renal was blocked by graft material. Undetermined if it was from the dilator tip. Doctor attempted to stent renal but unsuccessful. No additional patient information was provided by the reporter.